Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602, bioloxâ® delta ceramic femoral head, 2678805. The 00784802300 modular neck g 12/14 neck taper use with +0 heads only lot # 62270887. The 00771301100 modular femoral stem press-fit plasma sprayed cementless size 11 lot # 62282094. The 00875706001 shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners lot # 62208327. Reported event was confirmed by review of the provided op notes. Op notes indicates this was the patient's second dislocation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient had a closed reduction procedure approximately ten months post implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.